Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient of experiencing a tingling sensation intermittently down the patient's left arm after receiving a new right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.